Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, removed cartridge, confirmed cartridge o-ring was intact, inspected pump, found and removed loose o-ring from pneumatic area, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge fully, followed on-screen steps, successfully completed load process, and resumed insulin delivery.